Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device status is unknown.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: unable observe openings on the device. Additional observations: black particles observed in the surface of the shell cloudy observed in the gel deformation observed on the device no further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture." Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.